Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that, the patient experienced a stent thrombosis and inadequate stent apposition. The patient presented with calcific three-vessel disease. The physician treated the right coronary artery (rca) with overlapping 4x8mm promus premier and 3.5x28mm synergy ii stents. The right posterior lateral branch was treated with a 2.25x12 synergy ii stent. The left anterior descending (lad) was severely calcified and was treated with a 2.75x8mm cutting balloon and a 3x15mm nc emerge balloon. A 3.5x32mm synergy ii stent was deployed and post dilated with as 3.5x12mm balloon. Due to persistent lesion in the mid aspect of the stent was treated with multiple post dilations with a 3.5x8mm non-compliant balloon. There was 50% stenosis at the end of the procedure, however no dissection was noted and timi flow was 3. The physician decided to end the procedure. After removing the sheath, hemostasis could not be obtained due to the failure of a non-bsc closure device. Pressure was held for 20 minutes and protamine was administered. Eventually, hemostasis was obtained. The patient tolerated the procedure well. After the patient was transferred to his bed, he developed severe chest pain, diaphoresis and shortness of breath that showed some improvement with medication. Patient was transferred to the ICU. Once in ICU, there was a new onset of st elevation consistent with acute anterior mi. Angiography of the rca and right posterior lateral branch revealed patent stents. Angiography of the lad revealed 50% ostial stenosis, proximal stent occlusion with thrombus and distal to the stent a 95% stenosis. The lad was treated with thrombectomy, ptca and a 3.0x16mm promus premier stent which resulted in timi 3 flow at the end of the procedure.